Event description:
The patient experienced a loss of therapeutic effect, spasms in neck and hands, following botox in the neck procedure. The stimulation was turned off. She was not able to adjust stimulation. The light next to the ins icon on the patient programmer was off. Changing the battery did not make a difference. Additional information has been requested. See manufacturer report# 3004209178-2012-01148.

Manufacturer narrative:
Lead: model 3387s-40, lot# v236136, implanted: (B)(6) 2009, explanted: na. Extension: model 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Lead: model 3387s-40, lot# v236136, implanted: (B)(6) 2009, explanted: na. Extension: model 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Ins: model 7426, serial (B)(4), implanted: (B)(6) 2009, explanted: na.